Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h965458010) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Those device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly & performance specifications. A review of the june, 2015 navilyst medical complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked". No adverse trend was identified. The used sample was returned w/an injection cap (not furnished by navilyst medical), loose in the plastic bag. The catheter was confirmed to have a crack on the purple valve housing just adjacent to the molded parting line. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer; likely the needleless connector. See scanned page.

Event description:
As the reported, an indwelling bioflo PICC device was removed due to a cracked hub/luer. The used device has been returned to navilyst medical for evaluation.